Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate hv shock causing ventricular flutter which could not be terminated by another shock. Ventricular flutter terminated on its own. Programming changes were made. Later patient received inadequate hv shock which could not terminate vt and it leads to vf. Device was explanted and replaced. Patient's condition was good.